Event description:
Report rec'd via annual tracking report that pt's device was explanted due to infection. F/u letter will be sent to health care provider for further info on this event.

Manufacturer narrative:
9/18/1998: h10 - additional info received from health care provider indicates that cultures were performed on the pt, but the results of those tests were in the pt's chart at another facility. The pt was successfully treated with antibiotics, and is presently on oral medication.